Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
A 2nd revision surgery occured on (B)(6) 2019 due to infection with humelock reversed system. Humelock reversed stem 36/12, 24mm glenoid baseplate cementless, 36mm centered glenosphere with screw and h36mm/+3 humeral cup were explanted but no new fx solutions' product has been implanted. 1st revision surgery occured on (B)(6) 2019 due to cuff tear (per 19-533).